Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, when the spyscope ds ii was inserted through the working channel of the duodenoscope, the visualization was lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: investigation results: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks along the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. The device was fully articulated in all directions; no impact to the image was seen. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed near the distal end or in the pebax region of the catheter. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wire damage in the handle and around the strain relief. The handle was opened and the electrical components inside were inspected visually. There was no procedural residue left over observed in the plastic optic fibers (pof). Visual assessment of the camera wires near the pcba showed that there were no problems. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A saline test was conducted and after insertion of saline, enough to reach the handle, the image displayed no problems. The handle was then closed and positioned vertically to mimic procedural conditions when saline would reach the handle. Saline was inserted again with the handle at the vertical position with the catheter horizontal to the ground; no impact to image was seen. The distal tip of the catheter was articulated during insertion of saline to further promote saline backflow; no changes to image was seen. The reported event was not confirmed. Product analysis was unable to replicate the reported image issues. The device functioned properly throughout analysis. The condition of the returned device (no elevator marks or residue at the handle) indicated that there was little to no use of the device. Procedural conditions such as internal location and presence of fluid in the working channel of the duodenoscope may have caused visualization issues during use. Based on all gathered information, the complaint investigation conclusion code selected for the visualization issue is no problem detected, which indicates that the device complaint or problem could not be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, when the spyscope ds ii was inserted through the working channel of the duodenoscope, the visualization was lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.